Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Painful left total hip arthroplasty, possible loose acetabulum.

Manufacturer narrative:
An event regarding pain and possible loosening involving an unknown trident shell was reported. Following review of the provided medical records the event was confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: "the primary harm involved is aseptic loosening of the acetabular component in a right and left tha performed one year apart in a young male with an occupation requiring heavy repetitive lifting. No information is provided to determine the primary cause of the aseptic loosening of these acetabuli. There is no evidence that the cause is directly related to the implant or its manufacturing." Conclusions: a review by a clinical consultant concluded: "no information is provided to determine the primary cause of the aseptic loosening of these acetabuli. There is no evidence that the cause is directly related to the implant or its manufacturing." The exact cause of the event could not be determined because insufficient information was provided. Further information such as surgical implant records from the surgeries, pre and post op xrays/imaging from the index and revision surgeries, laboratory reports, microbiology reports, additional pathology reports and implant retrieval left hip are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Painful left total hip arthroplasty, possible loose acetabulum.